Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not deploy after the technician opened it. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h2 (additional information): block e1 (initial reporter last name) has been updated.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not deploy after the technician opened it. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not deploy after the technician opened it. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Additional information received on january 19,2026. During tissue closure, the clip re-opened instead of staying closed. When the physician attempted to deploy the clip, it did not lock, but it still released from the device.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h2 (additional information): block h6 (device codes) has been updated to clip poor bite and clip premature deployment deeming this a non-reportable scenario, due to additional information received on january 19, 2026.